Event description:
It was reported that the tip of the catheter detached. An angiojet solent proxi catheter was selected for a procedure in the iliac vein. The user inspected the device and packaging for integrity and damage before use and nothing abnormal was noted. An unspecified lower extremity vein filter was implanted and thrombus aspiration was completed. However, when the physician withdrew the catheter out of the patient's body, it was noted that the tip of the catheter had detached. The device was not in the lesion when the detachment occurred. The physician performed an angiography immediately. The physician did not believe that the tip could have embolized somewhere else in the body as the angiography ensured there was nothing left in the patient's body. No device issues were noted during the procedure that may have lead to the tip becoming detached. The procedure was completed with this device. No patient complications or additional interventions were reported. The patient condition after the procedure was stable.